Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient experienced increased pain. The medication was significantly reduced at pump replacement; it was uncertain if the increased pain was caused by this reduction or by the possible problem concerning the pump/catheter system. A volume discrepancy occurred during the pump refill. The expected residual volume (erv) was 3.3 ml. The actual residual volume (arv) was 30ml. An x-ray was performed and revealed no kinks or other catheter problems. A catheter access port (cap) test was performed on (B)(6) 2012. The physician "aspirated some liquor through the cap." "This was possible so it seems that there might be no occlusion of the catheter." The physician considered programming a higher flow rate (using a lower drug concentration) to compare again the calculated and the real volume. Patient status was alive, with injury. The patient was currently substituting with oral medication. The pump was delivering prialt and palladone.